Manufacturer narrative:
The pump was received with a stuck button alarm. The anomaly was isolated to the keypad. Unable to perform the displacement test and self-test or verify any communication issue due to the stuck button keypad alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were no communication with the sensor. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.